Event description:
It was reported that the ilet insulin pump¿s display screen was broken and became unresponsive after the user fell from a bicycle, resulting in a damaged device exterior but no injury from glass. No reported clinical effects. Outcomes included interruption of normal device use requiring replacement of the pump. Investigation included a review of device history, complaint review, and user feedback. Investigation of this case revealed physical damage to the screen consistent with impact and no evidence of a performance defect. It was concluded that the event was due to accidental damage from user handling, and device replacement was warranted.